Manufacturer narrative:
Product analysis result: visual functional visual and functional inspection confirmed the head adjuster was broke. Functional test with a sample screw confirmed the weld of the drive block has failed. This is consistent with the head adjuster being over torqued. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre operative diagnosis: bone dysraphism type of procedure or technique used: screw placement and re-correction levels implanted: l3-4-5 it was reported that intra-op, head of the adjuster broke. The handle and shaft did not interlock, so the screw head could not be moved. No patient symptoms or complication were reported as result of this event.